Manufacturer narrative:
The customer reported that their multiple patient receiver (org) went into communication loss. The customer also reported that the org status light was amber and had no change even after power cycling the unit. The customer decided to swap out this org to reduce patient impact and continue monitoring multiple transmitters. No harm or injury was reported. They will be sending this unit in for an exchange. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: multiple transmitters were used in conjunction with the org, but are not the device that experienced failure. Attempts to obtain the following information were made, but not provided: multiple transmitters: model: ni, s/n: ni, approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni. A cns was also used in conjunction with the org, but is not the device that experienced failure. Attempts to obtain the following information were made, but not provided: cns - model: ni s/n: ni approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni unique identifier (UDI) #: ni

Event description:
The customer reported that their multiple patient receiver (org) went into communication loss.

Manufacturer narrative:
Details of complaint: on 1/23/2020 customer reported communication loss was at the facility was sent this org device to nka for evaluation and repair. Org device was reported to have amber light status which did not change upon power cycling. Nka repair center evaluated the device (org-9110a, serial number (B)(6). The reported issue could not be duplicated. Org device was configured to connect with cns monitor where all 8 channels worked as intended. No issues were found after 8 hours burn-in. Customer sent another org-9110a (serial number (B)(6) to nka for evaluation. The reported issue could not be duplicated. Investigation summary: nka's evaluation shows device was working as intended. Due to the issue could not be duplicated on the org device, it concluded that there were other factors contributing to the reported communication loss issue. The root cause of the communication loss could not be determined from this investigation.

Event description:
The customer reported that their multiple patient receiver (org) went into communication loss.

Manufacturer narrative:
Details of complaint: on (B)(6) 2020, customer reported communication loss was at the facility was sent this org device to nka for evaluation and repair. Org device was reported to have amber light status which did not change upon power cycling. Nka repair center evaluated the device (org-9110a, serial number:(B)(6). The reported issue could not be duplicated. Org device was configured to connect with cns monitor where all 8 channels worked as intended. No issues were found after 8 hours burn-in. Customer sent another org-9110a (serial number: (B)(6) to nka for evaluation. The reported issue could not be duplicated. Investigation summary: per analysis under (B)(4), the root cause of the issue was due to incompatible org software version with updated version of qp-988p. The issue is remedied with an org software upgrade. The following fields are not applicable (na) to the MDR report: d4: lot#: & expiration date. Additional model information: d11 & c2: multiple transmitters were used in conjunction with the org, but are not the device that experienced failure. Attempts to obtain the following information were made, but not provided: multiple transmitters: model: ni. S/n: ni. Approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni. A cns was also used in conjunction with the org, but is not the device that experienced failure. Attempts to obtain the following information were made, but not provided: cns model: ni. S/n: ni. Approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI)#: ni. Additional information: b4. Date of this report. D10. Device availability. F6. Date user facility/ importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The customer reported that their multiple patient receiver (org) went into communication loss.